Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an alert for high impedance. The lead further exhibited high thresholds, noise and oversensing. It was determined that the lead had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.